Manufacturer narrative:
A design enhancement was implemented as a preventive measure to reduce the likelihood of recurrence.

Event description:
Event date not disclosed from end user from hospital: we had staff cut themselves on the edge of the board, making it not safe for use on our patients or staff.